Event description:
A baxter sales rep reported an infusion pump that underinfused during clinical use on a pt. The medication was morphine at a prescription rate of 1.0cc/1m., 20.0mg/hr, and a pca of 2.0mg with a six minutes delay. A follow-up with the facility risk manager revealed the pt initiated three injections which infused 2.3cc of medication. The pump should have infused 6.0cc of medication. The clinician removed the pump from service and used another pump. The risk manager stated there was no pt injury or medical intervention. Attempts were made by baxter to obtain additional details regarding specific pt info but no additional details were available.